Event description:
During a phacoemulsification procedure the ultrasonic needle reportedly broke while in the pt's eye. The needle was removed and returned to the distributor. No further info is available at this time.

Manufacturer narrative:
A microscopic examination of the phaco needle revealed extensive damage to the hub and shaft of the needle where the break occurred. The damage to the needle appeared to be caused by the use of an instrument other than the recommended phaco tip wrench to install the needle.